Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported patient experienced pain. The following information was provided by the user facility: on (B)(6) 2017, the patient was admitted into the hospital; intervention for carotid artery via femoral artery puncture was performed; after the operation, they closed the vascular using an angio-seal device; on the day of the operation, the patient mentioned pain on the puncture site, therefore the operator checked the puncture site with an ultrasound; no anomaly was found, and the patient left the hospital; after one month, the patent returned claiming the continuous and severe pain on the puncture site, paralysis in the punctured leg and pain when walking; ultrasound and angiography found that there is some thrombus in the vessel around puncture site, and the vessel shows 85% occlusion; the department decided to deal with the thrombus by intervention first, and the patient will be transferred to surgery if it failed; the hospital is working on a follow-up treatment that may involve ptca or surgical intervention; (10) the patient had pain at the puncture point and the lower limb of the puncture side was paralyzed and painful; there were no difficulties when the guidewire and catheter was introduced; and patient was hospitalized due to the event. Additional information was received on september 29, 2017. Since the patient has many other diseases, the doctor had decided to give medicine for thrombosis first rather than surgery intervention. The patient's condition has been improving.